Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the doctor was checking the equipment and the different attachments he was going to use in the procedure when he reported that the hand piece was getting extremely hot, he tried other attachments, but they also got very hot, which is why he did not use the hand piece. Upon a quick inspection, he noted that when the hand piece is shaken, there is a faint noise of a loose piece inside. There was no patient involved with this event. On follow-up it was reported that the noise of a loose piece inside was observed from motor.